Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system with this right atrial (ra) lead was brought to the clinic for evaluation, and the health care professional (hcp) requested a review of the available data. Technical services (ts) reviewed the device records and noted an alert for out of range pacing lead impedance with measurements greater than 3000 ohms, as well as the presence of ra lead noise observed during atrial tachy response (atr) and signal artifact monitor (sam) episodes, with the noise identified as the cause of those episodes. Ts discussed programming optimization. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system with this right atrial (ra) lead was brought to the clinic for evaluation, and the health care professional (hcp) requested a review of the available data. Technical services (ts) reviewed the device records and noted an alert for out of range pacing lead impedance with measurements greater than 3000 ohms, as well as the presence of ra lead noise observed during atrial tachy response (atr) and signal artifact monitor (sam) episodes, with the noise identified as the cause of those episodes. Ts discussed programming optimization. This crt-d remains in service. No adverse patient effects were reported. Additional information received indicated that the next course of action with the patient is continuing to monitor.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system with this right atrial (ra) lead was brought to the clinic for evaluation, and the health care professional (hcp) requested a review of the available data. Technical services (ts) reviewed the device records and noted an alert for out of range pacing lead impedance with measurements greater than 3000 ohms, as well as the presence of ra lead noise observed during atrial tachy response (atr) and signal artifact monitor (sam) episodes, with the noise identified as the cause of those episodes. Ts discussed programming optimization. This crt-d remains in service. No adverse patient effects were reported. Additional information received indicated that the next course of action with the patient is continuing to monitor. Additional information received indicated that the ra lead was surgically abandoned and a new lead was successfully placed. No additional adverse patient effects were reported.